Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No visible damage or abnormality to the catheter body, balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No error message was observed on vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pressure measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that inaccuracy in pressure measurements (right atrium, right ventricle, pulmonary artery and wedge pressure) were observed during use. Shape of the waveform was also incorrect. The catheter was replaced and the problem was solved. The cable was also replaced and ruled out as suspect. An error message was not observed. There was no occlusion, leakage or kink noted in the catheter. The patient was not treated based on the incorrect values. Patient demographic information requested but unavailable. There were no patient complications reported.